Event description:
The customer reported the system would not boot up. There is no report of injury or death associated with this complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.